Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted within thirty days upon receipt.

Event description:
The report received from another country was obtained during a vascular leaders summit conference. The information indicated that the patient developed coronary artery aneurysm after receiving a cypher stent. No further information was provided.